Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. During the evaluation, it was noted that the devices three-way (3-way) solenoid valve had caused the active exhalation verification pilot difference test step to fail on the device. In conclusion, the device's 3-way solenoid valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the machine flow sensor was replaced as a precautionary measure unrelated to the reportable issue. The device passed all final testing.